Event description:
The customer reported via phone call that they were experienced high blood glucose event. Blood glucose level at the time of the incident was 426 mg/dl. Customer had received software error alarm during the process of filling the cannula during the set change. Customer was able to successfully clear the alarm and complete rewind. Self test was passed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers current blood glucose value was 415 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.